Event description:
It was reported that the patient underwent an unrelated surgical procedure. It is unknown if the patient set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. A manufacture representative was able to meet with the patient and recovery efforts and reprogramming were successful. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.